Manufacturer narrative:
As reported, the 3dmax mesh tore during implant. The subject device was returned for evaluation. The evaluation of the returned sample identifies multiple frays/tears in the edge seal of the mesh. In one location of the edge seal, the tear had traveled slightly into the mesh fibers. As reported the mesh tore during fixation; there was no indication that fixation was performed on the mesh. No manufacturing anomalies were found. Based on the event as reported and sample condition, the fraying/tearing of the edge seal condition found, most likely occurred inadvertently during user/device interface while in preparation to deploy the mesh. To date, this is the only reported complaint for this manufacturing lot. This MDR represents the bard/davol 3dmax (device #1). An additional MDR was submitted to represent the bard/davol 3dmax (device #2).

Event description:
As reported, during an unspecified procedure on (B)(6) 2020, the surgeon attempted to implant the 3dmax mesh #1 and reported the mesh tore during fixation. Another 3dmax mesh #2 was obtained. As reported, the 3dmax mesh #2 tore as well during implant/fixation. It was reported that the two 3dmax mesh were removed from the site and not used on the patient and a 3rd device from another manufacturer was used. As reported, there was no patient injury/harm.